Event description:
This patient suffered cardiac tamponade during the implant procedure. All available records indicate that this device remains actively implanted. No additional information is available at this time. Should additional information becomes available, this event will be updated.